Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had increased thresholds and loss of capture at high pacing outputs. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed the complete lead was returned. The helix was retracted. Dried blood had infiltrated past the helix housing up through the lumen. The conductor coils were deformed and the insulation was damaged, which most likely occurred when the suture sleeve was removed upon explant. Resistance testing was then performed to verify the lead's electrical performance. Measurements were normal. Laboratory testing was unable to reproduce the reported clinical observations.